Manufacturer narrative:
A ge service rep performed an onsite investigation. The ps1 5 vdc power supply was evaluated. The power supply connections were re-connected and the power supply itself was adjusted. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system intermittently self-rebooted after locking up during use. No pt or user injury was reported.